Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6) 2006, patient was implanted with a depuy pinnacle mom hip implant on his left hip. Patient experienced pain, difficulty walking, and complications with remaining in the same position for any length of time. There is no mention of revision surgery. (B)(6). **update** (B)(4) 2012 - medical records and patient fact sheet was received. Part/lot was provided. The doi was also provided. There is no new additional information that would affect the investigation. Records are available on the l:\ drive if needed for further review. Doi: (B)(6) 2006.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
(B)(4).